Event description:
A customer from the united states notified biomérieux of (B)(6) screen results for (B)(6) when testing with the vitek® 2 ast-gp67 test kit. Both initial and repeat testing gave a (B)(6) screen result relative to (B)(6) testing. The isolate was confirmed as (B)(6) by (B)(6) testing. The customer implemented the (B)(6) rule associated with related fsca 4018, and (B)(6) was identified by vitek 2. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Customer in the united states notified biomérieux of false negative cefoxitin screen (oxsf) results for vitek® 2 ast-gp67 card and software v07.01. The result was confirmed as (B)(6) by pcr. The customer obtained oxacillin (ox) mics = 1 and negative oxsf. The described bioart rule in fsca-4018 would have triggered for the ox mic = 1 alerting the user for further instruction per their laboratory practices. The customer reports this strain meets the criteria as described in fsca-4018 and submitted the strain for investigation. Intenal biomérieux investigation was conducted with the strain submitted by the customer. The submitted strain was subcultured, identification confirmed as s. Aureus, and testing included ast-gp67 cards from the customer's lot (1320760213) and a random lot (1320690213) as well as agar dilution (ad) as the reference method for ox, cefoxitin disk diffusion as the reference method for oxsf test and pbp2a. Testing was performed with vitek 2 software v7.01 and v8.01. When testing with vitek 2 software version 7.01, ox mics =1 and negative oxsf results were obtained. Testing with software version 8.01, ox mic <= 0.25 and positive oxsf results were obtained, resulting in aes modification of ox to resistant and the detection of (B)(6). Ox agar dilution mic = 0.25 ,and pbp2a was positive. The cefoxitin disk diffusion was resistant (20mm) with small colonies observed in the zone of inhibition. Vitek 2 ast-gp67 testing was performed on these induced colonies resulting in (B)(6) oxsf tests and detection of (B)(6) with vitek 2 software versions 7.01 and 8.01. In summary, the customer's non detection of (B)(6) results were duplicated, however detection of (B)(6) was obtained when testing the cefoxitin disk induced colonies and software version 7.01, suggesting the presence of a heterogeneous strain. When testing with software version 8.01 (B)(6) was detected with all testing of induced as well as non-induced colony types. It is important to note that the oxacillin and cefoxitin screen tests work together to determine the final oxacillin status. For s. Aureus, if either oxacillin is r, or cefoxitin screen is positive, the oxacillin interpretation is r. Oxacillin mic testing alone is not always adequate to detect resistance. Therefore, the cefoxitin screen test is used in conjunction with oxacillin, in order to have optimal methicillin resistance detection.